Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an (orif) open reduction and internal fixation of left femur on (B)(6) 2021, the femoral recon nail (frn) driving cap broke off into the radiolucent insertion handle. The threads seem to have broken off into the insertion handle and it had fallen on the floor. The surgeon used another of the same driving cap and was able to insert but it too broke off into the insertion handle, resulting in two broken driving caps and a broken insertion handle. The surgeon was able to finish the case by holding the broken driving cap into the broken insertion handle. The driving cap was replaced with a driving cap from another system. The procedure successfully completed with no surgical delay. There was no patient consequence. This report is for a driving cap/threaded. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: product code 03.010.523. Lot#: 9310183. Manufacturing site: bettlach. Release to warehouse date: 13. Mar. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (part # 03.010.523, lot#: 9310183) was received at us cq. The threaded distal tip broken off at the most proximal thread form. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: the diameter of the groove just proximal to the broken tip as well as the shaft diameter was measured. Specified dimension: groove ø = 6mm +/- 0.1mm. Shaft ø = 7.8mm +/- 0.1mm. Conclusion: the measuring result does show conformity. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. - connector for insertion handle during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523) as the threaded distal tip was broken off at the most proximal thread form, and therefore unable to thread and assemble. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.